Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer's blood glucose was 251 mg/dl. The customer stated she did not attempt to calibrate. Troubleshooting found current sensor performance was not good. It was also found the sensor was not trending in the direction of the customer's blood glucose. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. 2 of 3 failed per spec. 1st for high readings 2nd found broken needle at sensor base 1 remaining sensor passed per spec with accurate readings.